Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that cutter was installed but did not function correctly and exhibited cutting failures during retinal surgery. The procedure was completed on the same day after replacing the product with a new one. There was no patient impact.